Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the patient is experiencing blurred vision. The surgeon reported this lens was a back-up lens. The first lens was removed and replaced during the same procedure due to a "mark" noted on the lens. The surgery was completed without complications. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 03/30/2012 by fax and mail. A completed questionnaire has not been received. (B)(4).